Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 21j113av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy for an acute ischemic stroke (ais), an 8f loadmaster guidewire (gw) was inducted to the right intracranial artery (ica) and the chikai14 guidewire, the phenom 21 microcatheter (mc) and the 5f sofia aspiration catheter were inducted around the ic periphery. The gw and the mc were inducted to the a2. A 5mm x 22mm embotrap iii revascularization device (et309522, 21j113av) was developed from the a2. The sofia was guided to the origin part of the a1 segment, and thrombectomy was performed with using a combine technique. The mc remained to keep there. There was an extreme resistance felt, and the physician felt afraid to retrieve them. The thrombus had not been removed, and the physician did not want to use the embotrap iii for the second pass, therefore, the solitaire was used. The thrombus was removed with a small amount with using the solitaire, and the procedure was terminated with tici 2a. There was no significant difference from before the procedure. A continuous flush was done. The lesion was the anterior cerebral artery (aca) a1 segment.

Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that it is unknown how the device was withdrawn from the patient. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). There was no vessel damage due to the event. Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy for an acute ischemic stroke (ais), an 8f loadmaster guidewire (gw) was inducted to the right intracranial artery (ica) and the chikai14 guidewire, the phenom 21 microcatheter (mc) and the 5f sofia aspiration catheter were inducted around the ic periphery. The gw and the mc were inducted to the a2. A 5mm x 22mm embotrap iii revascularization device (et309522, 21j113av) was developed from the a2. The sofia was guided to the origin part of the a1 segment, and thrombectomy was performed with using a combined technique. The mc remained to keep there. There was an extreme resistance felt, and the physician felt afraid to retrieve them. The thrombus had not been removed, and the physician did not want to use the embotrap iii for the second pass, therefore, the solitaire was used. The thrombus was removed with a small amount with using the solitaire, and the procedure was terminated with tici 2a. There was no significant difference from before the procedure. A continuous flush was done. The lesion was the anterior cerebral artery (aca) a1 segment. Additional information received indicated that it is unknown how the device was withdrawn from the patient. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). There was no vessel damage due to the event. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 21j010av presented no issues during the manufacturing or inspection process that can be related to the reported complaint lot withdrawal difficulty from vessel is a potential complication associated with the use of the embotrap iii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. With the amount of information available and without the device for analysis, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.